Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio determined the cause for the malfunction to be failure of the user interface pcb assembly. The user interface pcb assembly was replaced and proper device operation observed through functional and performance testing. The device was repaired and returned to the customer for use.

Event description:
It was reported that the device service light was illuminated and it sometimes powers on with a white screen indicating a possible lock up failure. There was no patient use associated with the event.